Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06496. (B)(6) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2015, the patient presented with a chief complaint of recurrent chest pain with minimal exertion and an elective percutaneous coronary intervention (pci) was performed. Target lesion #1 was located in the proximal right coronary artery (rca) with 70% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with direct stent placement of a 3.50x16mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 10% residual stenosis. Target lesion #2 was located in the right posterior descending artery (r-pda) with 90% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. Target lesion #2 was treated with pre-dilatation and a 2.25x16mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was not performed; there was 10% residual stenosis. The procedure was complicated due to a minor extravasation perforation and a small, self-contained distal wire perforation in the r-pda. One day post procedure. The patient experienced a post-procedure mi, which prolonged the subject's hospitalization. The location of the mi was anterior (septal). Subsequently, the event was considered resolved and the subject was discharged on aspirin and clopidogrel.